Event description:
Investigational drug was prepared as usual, upon final checks discovered a floating particulate that looked plastic like and clear, hard to see upon initial inspection but at the right angle, particulate moves and free floats when bag moves, multiple people inspected and observed particulates. It was suspected from the bag given same lot numbers of the medication was used again for remade with differing bag and resulted with no visible particulates observed, a duplicate report may be reported by the sponsor.